Event description:
Information received indicates that hold-up was noted after initiating bypass and no flow was detected. The device was replaced during the case with no patient complication reported.

Manufacturer narrative:
H3 analysis: the product was received in manufacturing for inspection on 02/24/2006. Returned device evaluation does not confirm the reason for return; unit appears to be mechanically functional with no hold-up observed. Results of device analysis shows unrestricted flow was noted throughout the product during mechanical testing. Back pressure was also applied to the device, which found no internal or external leaks from the unit. Conclusion: device evaluated and alleged failure could not be duplicated; an exact cause for the reported product problem is unknown.